Event description:
It was reported that the screen of a patient¿s liberty select cycler appeared dim during their peritoneal dialysis (pd) treatment. The patient contacted fresenius technical support for assistance with a drain complication alarm during drain 0 of 4. The patient reported that the cycler screen brightness was on the highest setting. Upon follow up call the pdrn was concerned the cycler was incorrectly calculating the patient's uf in treatment and a replacement cycler was issued. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the functional display test failed. When powering on the cycler the front panel touch screen was dim. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A post simulated treatment (ast)was performed and passed with no further alarms or issues. The cycler underwent and passed a system air leak test, valve actuation test, voltage test, and patient sensor check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler appeared dim during their peritoneal dialysis (pd) treatment. The patient contacted fresenius technical support for assistance with a drain complication alarm during drain 0 of 4. The patient reported that the cycler screen brightness was on the highest setting. Upon follow up call the pdrn was concerned the cycler was incorrectly calculating the patient's uf in treatment and patient's blood sugar readings were high. A replacement cycler was issued. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.